Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair.

Event description:
On (B)(6) 2006, the patient underwent treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date, aneurysmal disease progression into the left common iliac artery was reportedly identified. According to the physician, an angiogram did not reveal a specific type ib endoleak, and no significant aneurysm enlargement was noted. On (B)(6) 2021, the patient underwent a reintervention procedure whereby an additional gore® excluder® iliac branch component and a gore® viabahn® vbx balloon expandable endoprosthesis were implanted to treat the left common iliac and left internal iliac arteries. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 - a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H6: conclusion code updated. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair.